Manufacturer narrative:
The pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history due to broken trace at keypad assembly. The pump was received with a cracked case (battery tube), and cracked battery tube threads. Unit p-cap / reservoir locked properly in place. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer performed self test but failed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.